Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was found dead at his house. The pt's daughter reported finding the pt at home deceased. The coroner said both batteries were disconnected. When asked if the pt had any further issues with the distal end perc lead repair which occurred in (B)(6) 2014, the vad coordinator replied "no he had not. He had recently been in with left sided weakness, work up negative and then had urinary tract infection over the weekend. The vad coordinator also confirmed that the pt's av was not sewn. The log file showed a loss of power to the system controller.

Manufacturer narrative:
The patient expired and the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.